Event description:
It was reported by dealer that the 5410ivc bed frame was bent out of the box. This is an out of box failure, no patient involvement or property damage was possible, the protocol questions are not applicable.